Event description:
It was reported to boston scientific corporation that a microknife xl was being prepared for use in the ampulla of vater (aov) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During preparation, before the procedure started, it was noticed that the cutting wire broke, and the handle could not be actuated. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken. Block h10: the returned microknife xl was analyzed, and a visual evaluation noted that the wire was broken and kinked at the handle. Additionally, the hypotube section was kinked. No other problems with the device were noted. The reported event of cutting wire break was confirmed. Upon analysis, it was found that the wire was broken and kinked at the handle. The hypotube was also kinked. Based on the condition of the device, the problem found could have been generated due to handling and manipulation of the device during its use. It is possible that the kink at the proximal section could have caused some internal tension forces between the cannula and the wire during the handle actuation affecting the overall performance of the device and lead to breaking it. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.

Event description:
It was reported to boston scientific corporation that a microknife xl was being prepared for use in the ampulla of vater (aov) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6). 2023. During preparation, before the procedure started, it was noticed that the cutting wire broke, and the handle could not be actuated. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be good.